Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) valve was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in inability to switch ventilation modes during a case. There was no patient injury.